Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain shooting pelvic pain/ pelvic pain (sharp shooting, extreme cramping)- when bending or stretching") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 4 (date of births: (B)(6) 1995, (B)(6) 1999, (B)(6) 2003, (B)(6) 2009). Previously administered products included for an unreported indication: birth control pill from 2005 to 2006 and iud from 2004 to 2005. Concurrent conditions included obesity. Concomitant products included naproxen and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced rash ("rash/ rashes"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage and fatigue had not resolved and the rash, urticaria, alopecia, nausea and weight increased had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain, rash, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2018: new events added: rash/rashes, hives, fatigue, hair loss, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain and did you undergo an essure confirmation test? No. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain shooting pelvic pain/ pelvic pain (sharp shooting, extreme cramping)- when bending or stretching") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (pregnancies: 6), parity 4 (date of births: (B)(6) 1995, (B)(6) 1999, (B)(6) 2003, (B)(6) 2009), hypertension (approximate dates of treatment: 2010 to 2015. Nature of treatment: medication), cosmetic body piercing, adenomyosis, osteo-arthritis of neck, sleep apnea and cyst removal in 2010. Previously administered products included for birth control: depo shot in 2009; for an unreported indication: augmentin, sulfadiazine, birth control pill from 2005 to 2006 and iud from 2004 to 2005. Past adverse reactions to the above products included hypersensitivity with augmentin and sulfadiazine. Concurrent conditions included obesity, bleeding menstrual heavy, dysmenorrhea and constipation. Family history included hypertension (father). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction") and weight increased ("weight gain"). In 2011, the patient experienced rash ("rash/ rashes or skin conditions") and skin disorder ("rash/ rashes or skin conditions"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urticaria ("hives"). The patient was treated with naproxen, oxycocet (percocet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, skin disorder, hypersensitivity, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage and fatigue had not resolved and the rash, urticaria, alopecia, nausea and weight increased had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, nausea, pelvic pain, rash, skin disorder, urticaria and weight increased to be related to essure. The reporter commented: current weight 169lbs. Current weight 169lbs. Approximate weight at the time of essure placement 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Biopsy endometrium - on (B)(6) 2017: negative for hyperplasia, dysplasia or malignancy on an unspecified date - essure confirmation test was conducted. Most recent follow-up information incorporated above includes: on 2-may-2018: pfs received - patient's information was updated. Naproxen and percocet were considered as treatment drugs, onset date of events ¿fatigue¿ and ¿hair loss¿ were updated to 2010 and for the event ¿rash¿ was updated to 2011. Furthermore the events ¿hypersensitivity¿ and ¿skin disorder¿ were added, and the event ¿device monitoring procedure not performed¿ was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.